Event description:
Per the customer, during a spinal fusion case, intraoperative imaging of the device did not function as intended. A malfunction of the intraoperative imaging can lead to inaccuracies during the procedure. Per the customer, the final screw placements were achieved without using the image guided device. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, during a spinal fusion case, intraoperative imaging of the device did not function as intended. A malfunction of the intraoperative imaging can lead to inaccuracies during the procedure. Per the customer, the final screw placements were achieved without using the image guided device. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.